Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the executive processor board and was able to start the unit. Fse then updated the software to b.17. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received pcb ,exec processor, with a reported unit failure of not booting up properly. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. It was found that the unit would not boot up. Fat verified the failure but no root cause identified. Sending the board to the supplier for failure analysis per procedure number (B)(4) rev. Aq. The failure analysis and testing dept. Received pcb ,exec processor serial number (B)(6) spv from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed in circuit and manual testing, and all tests passed. The supplier could not replicate the failure of the unit not booting up. No abnormalities were detected. The board passed testing. The failure analysis and testing dept. Installed pcb ,exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number (B)(4) rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit turns off and then would not book back up. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.